Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(6) stopped compressions during patient use and displayed several user advisory - "(ua) 02" (compression tracking error) error messages when tested with manikin was not confirmed during initial functional test but confirmed during archive data review. Initial functional testing on the returned autopulse platform along with a returned battery passed without any fault or error. Autopulse platform performed as intended. Based on the archive, the autopulse platform stopped compressions during patient use due to multiple ua17. The probable root cause for the ua17 error was due to the stiffness of the patient's chest. No physical damage observed on the returned autopulse platform during visual inspection. During archive data review, multiple user advisory - ua02, ua17, ua18 and one ua45 error messages were observed during the patient use and during testing with manikin. The ua18 and ua45 error messages are unrelated to the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua02 (compression tracking error) typically occurs if patient is misaligned or has moved from the original position or the ap or the lifeband is opened. Message on screen "pull up on lifeband check patient alignment & press restart". The user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. User advisory- ua18 (maximum takeup depth exceeded) can occur when a patient is not present, or the lifeband is open or the driveshaft is very sticky and difficult to return to "home" position. These are the most likely cause of the take up depth exceeding it parameters. User advisory 45 is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault error. Load cell characterization test passed. The autopulse platform passed all the functional tests.

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) service lights were flashing and it stopped compressions due to unknown user advisory (ua) during patient use. The autopulse platform was later tested on a manikin and it displayed several user advisory - "(ua) 02" (compression tracking error) error messages. Also, there were no sign of any service lights was observed. No consequences or impact to patient.